Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch manufacturing report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices with a 6f sheath after a peripheral diagnostic procedure. Reportedly, the first proglide had a suture break. The vessel was too tortuous to successfully insert the second proglide; it was not deployed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture detachment was confirmed as a suture retrieval issue needle to cuff miss. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.